Manufacturer narrative:
See text for additional event information received. Patient medications include carvedilol, atenolol, enoxaparin, cefozolina, acetylsalicylic acid, pantoprazole, simvastatin, and amlodipine. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Upon review of additional information received, the gore devices operated within specification; no failure was detected.

Event description:
On (B)(6) 2012, the patient was implanted with two gore® excluder® aaa endoprostheses ((B)(4)) to treat an abdominal aortic aneurysm. On (B)(6) 2012, a superficial surgical site infection was identified. The physician stated the infection may have been caused by inappropriate post-operative wound care. On the same day, the patient was treated with intravenous antibiotics. According to the report, the patient is currently in good general health with no complaints.

Event description:
On (B)(6) 2012, the patient was implanted with two gore® excluder® aaa endoprostheses (pxt231216/7577494 and pxc121200/9555030) to treat an abdominal aortic aneurysm. On (B)(6) 2012, surgical site infection was identified. On the same day, the patient was treated with antibiotics. Multiple attempts were made by gore to obtain additional information for this event; however, none was received.